Manufacturer narrative:
Device labeling, available in print and online states: when dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all v.a.c. Foam dressing pieces. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Do not cut the foam over the wound, as fragments may fall into the wound. Away from wound site, rub foam edges to remove any fragments or loose particles that may fall into or be left in the wound upon dressing removal. Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following information was obtained by kci through a review of medical documents: on (B)(6) 2010, activ.a.c. Therapy was initiated. On (B)(6) 2010, small areas of grey foreign material was removed from the subcutaneous layer by sharp debridement. On (B)(6) 2010, topical anesthesia of 2% lidocaine jelly was used and sharp debridement of bits of black foreign material from the subcutaneous layer was performed. V.a.c. Therapy was reapplied.